Event description:
It was initially reported that the patient was having a generator and lead replacement. The patient¿s normal mode diagnostics was output status ¿ limit, impedance ¿ high, dcdc ¿ 7, eos ¿ yes. The generator was not turned off when this was seen. There was not reported manipulating or trauma and the physician received the same results on both the normal mode and system diagnostics. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead prior to distribution.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on (B)(4) 2014. Note that portion of one of the inner silicone tubes and quadfilar coils and the electrodes were not returned for analysis, except for one spot-weld-slug attached to one of the quadfilar coils; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 93mm portion abraded openings were observed on the outer and inner silicone tubes in the body portion of the lead assembly. Some of the quadfilar coils breaks were observed in the areas of the abraded openings. During the visual analysis of the returned 93mm portion the following coil breaks were found: quadfilar coil 1 appeared to be broken approximately 45.5mm from the end of the cut / outer / inner silicone tubing. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Quadfilar coil 1 appeared to be broken approximately 52mm and 54mm from the end of the cut / outer / inner silicone tubing. Scanning electron microscopy was performed on both of the quadfilar coil breaks and identified the areas as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Quadfilar coil 2 appeared to be broken approximately 54mm from the end of the cut / outer / inner silicone tubing. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. Quadfilar coil 1 appeared to be broken approximately 1.5mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type, fine pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. Quadfilar coil 2 appeared to be broken approximately 2mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type with fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings and slice marks found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The abraded openings found on the inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the inner silicone tubes. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement on (B)(6) 2013. The generator and lead were returned for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date.